Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device. The visual inspection of the returned product noted that the obturator tabs were pushed in and gouged. The trocar, insufflation port, circular seal and envelope seal appeared intact. Pmv performed functional testing; the device passed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the damaged obturator tabs may occur when mishandled during clinical application. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to the procedure, the obturator came out of the package broken. The white buttons to release the obturator from the cannula hub were depressed in and broken. The obturator cannot connect with the cannula hub. No patient involvement. The device is expected to be returned for evaluation.